Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/26/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was on and the white plunger was not depressed. The seal was observed to be unfolded in the loading device window, however it was misshapen and slightly out of its original position, indicating an attempt had already been made to load the seal into the delivery device. An attempt was made to load the seal. The seal remained in the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.2185 inches. The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed". The lot # 3000386292 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) failed to load properly. A new device was used for the procedure. There was no patient harm.